Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient got yeast infection while using purewick female external catheter. Patient stated that the wicks were changed every day and confirmed that the patient had been using the purewick female external catheters for 24 hours. The representative advised them to change the wicks every 12 hours and they wouldn't have issues if they started using it in the proper way. It was noted that the patient had been using the purewick products for more than 90 days. It was unknown what medical intervention was provided for yeast infection.

Manufacturer narrative:
The reported issue was confirmed as use related issue as per the reported event and instructions for use. The reported event states " patient stated that the wicks were changed everyday and confirmed that the patient had been using the purewick female external catheter for 24 hours". The instructions for use states "replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood." A potential root cause for this failure could be due to ¿user unaware of time limitation or forgets the patient is using the device." The device history record was not required as the investigation was confirmed as use related. The instructions for use were found adequate and state the following: "recommendations: replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. Access device placement and patient¿s skin at least every 2 hours. Precautions: always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient got yeast infection while using purewick female external catheter. Patient stated that the wicks were changed every day and confirmed that the patient had been using the purewick female external catheters for 24 hours. The representative advised them to change the wicks every 12 hours and they wouldn't have issues if they started using it in the proper way. It was noted that the patient had been using the purewick products for more than 90 days. It was unknown what medical intervention was provided for yeast infection.